Event description:
Moisture on the left and right siderail ucm circuit boards is causing them to short.

Manufacturer narrative:
The technician replaced the left and right siderail ucm circuit boards and the f2 fuse to repair the bed.